Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The subject unit was returned to the service center for evaluation. The unit was inspected and tested; all functions and outputs were noted to meet standard specifications. The unit passed functional test, output test and electrical safety test. The asset was returned to asset stock. A review of the repair history shows the asset was last serviced on 28, april 2021; inspection only, no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed that the user facility received an asset high frequency electro-surgical generator unit that was reportedly getting an e433 error message during preparation for use. The unit was docked to an ultrasonic generator. There was no patient involvement reported. During troubleshoot via telephone, the user facility was not able to confirm the error, however, the user facility further reported that the error comes up intermittently. The device will be returned for service.